Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Subsequently, blood glucose level displayed "high". A correction bolus was delivered to address bg. Customer was able to remove the o-ring from the pump and loaded a new cartridge to resume insulin therapy.